Event description:
Pt on ECMO flows of 190. The ECMO pump stopped, due to the bladder being full and the rpm differential was blinking on the pump. Nurses did not hear pump alarm due to low volume of alarm and inability to raise the volume. Staff did not become aware until sats were noted to be dropping in mid-80's.